Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer went for a walk and experienced sweating, discomfort, and eventually a loss of consciousness. The customer had contact with firefighters who checked the customer's vital signs. The customer confirmed there was no report of emergent third-party treatment/medication provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Applicator had fired correctly. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and acceptable levels of damage to transition features lid was completely peeled off. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (indicating the sensor was never activated by the customer). Sensor state 1 with no insertion failures (event log 5) is an indication that the user had not activated the sensor. Also, clinical and historical data were not present indicating that no readings were logged since sensor was not activated. Insertion failures (event log 5) were not observed. Visual inspection has been performed on the sensor plug assembly, additional carbon print observed. However, no bridging between contact points are observed and therefore has no impact to sensor functionality. Issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer went for a walk and experienced sweating, discomfort, and eventually a loss of consciousness. The customer had contact with firefighters who checked the customer's vital signs. The customer confirmed there was no report of emergent third-party treatment/medication provided. There was no report of death or permanent impairment associated with this event.